Event description:
It was reported that the asymptomatic patient presented for a device upgrade. Prior to procedure, the implantable cardioverter defibrillator could not be interrogated and the device exhibited premature battery depletion. The device was explanted and replaced with a competitive device.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.